Event description:
Customer called in to report that the insulin pump alarmed for button error. Blood glucose reading at the time was 136 mg/dl. The customer is unable to clear the alarm. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.